Event description:
It was reported via a journal article: title: effect of absorbabie hemostatic yarn on the pth of postoperative drainage fluid in patients with papillary thyroid carcinoma. Citation: not provided. Authors: feng quizo, lu manman, wang qi. The aim of this study is to investigate the clinical effect of absorbable hemostatic yarn and its effect on the parathyroid hormone of drainage fluid (dpth) in patients with papillary thyroid carcinoma. From december 2019 to january 2020, a total of 36 patients were divided into observation group and control group according to whether absorbable hemostat was applied or not. In the observation group, there were 3 males and 17 females, aged 23 ~ 73 years, with mean one of (44.90 ± 13.91) years; there were 3 cases of hypertension and 1 case of diabetes. In the control group, there were 3 males and 13 females, aged 27-66 years, with mean one of (45.06 ± 11.26) years; there were 3 cases with hypertension. In observation group, 1 piece of absorbable hemostat (1961, 2.5 cm × 5.1 cm, produced by johnson & johnson, USA) was used during the operation, while in the control group, no hemostatic material was used during the operation. The mean duration follow-up was not reported. Reported complication: 1 piece of absorbable hemostat (ethicon): (n=1) case of transient recurrent laryngeal nerve paralysis, with the incidence rate of complications of 5.00% (1/20). Treatment: not reported. In conclusion, the application of absorbable hemostatic yarn in the surgery of papillary thyroid carcinoma can shorten the indwelling time of the drainage tube and shorten postoperative hospitalization duration.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? --no the following information was requested, but unavailable: 2. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 3. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 4. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.